Event description:
The customer contacted baxter's technical service center regarding a check patient line alarm which occurred on the homechoice (hc) during use during initial drain. The technical service representative (tsr) assisted the home patient (hp) with troubleshooting the alarm. The hp stated that they accidently tried to open the door to the hc. The tsr explained to the hp to cycle the power off/on and then start over with all new supplies. The tsr then explained the proper set up procedures according to the user manual. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2010, product surveillance spoke with the wife regarding the use error. The wife stated that her husband was doing well and continuing with therapy. Product surveillance reminded the wife about proper setup procedures and not to try to open the door on the homechoice device during use. The wife stated she understood and she would inform her husband. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Nonconforming cartridge weld devices a and b were received in good visual conditions. When tested for functionality, the staples were ejected and not hitting the anvil due to an insufficient weld. The cartridge weld is directly related to the cartridge gap. The cartridge gap is crucial for staple formation. When the cartridge weld is not sufficient, the gap will be larger than optimal and staples will not hit the anvil correctly and in some cases bypass the anvil resulting in unformed staples. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that a physician trained in the use of the device successfully performed pre-closure placement of the prostar xl sutures in bilateral arteriotomy sites prior to an interventional procedure. Reportedly, "at the end of the long 4.5 hour procedure, the hole could not be closed with the sutures." It was believed that the entry hole was wide, as multiple sheath exchanges had opened the original hole. A vascular surgeon did a cut down and sutured the hole to achieve haemostasis." Reportedly, during arteriotomy closure of the contralateral vessel, after deploying the suture, as the knot was advanced on the green suture, resistance was felt, the rail part of the suture was pulled, and the suture snapped. The physician did not use the advancer but he was using his hands when this happened. The surgeon had to do a cut down and sutured the hole to achieve haemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Event description:
It was reported that during an unknown procedure, there were malformed staples. After three or four uses, the clips were open and did not penetrate the skin. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.